Event description:
During a ptca treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at six atms on the first inflation. The pt was asymptomatic during this event. Details regarding the lesion being treated were not provided. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'